Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3887-33, lot# j0511594v, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient was having trouble charging since the holidays in 2013. The patient last charged in (B)(6) 2013 and felt stimulation the day prior. The patient was not getting coupling bars when she charged. The patient had changed the programmer battery. The patient had other medical issues (cellulitis) and did not charge. The patient was assisted in charging and was able to get full coupling. The stimulator was less than 50% charged. The patient stated she always left stimulation on but sometimes it will turn off and not realize it. The issue was considered resolved.